Manufacturer narrative:
(B)(4). The device was returned in a state that the part/lot and therefore manufacturing and expiration date was unable to be determined. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent total shoulder arthroplasty revision to address glenoid fracture and subsequent disassociation of the polyethylene from the baseplate. The implant was sheared off at the tm/poly interface. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was determined this submission should have been reported under manufacturer number 3005751028 and any updates will be derived from such. This report will be voided.

Event description:
It was reported the patient was revised to address glenoid fracture and subsequent disassociation. The implant was sheared off at the tm/poly interface. No further information is available at this time.